Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited unstable thresholds, no capture, intermittent undersensing and a decrease in p-waves. A chest x-ray confirmed that the lead had dislodged. It was also noted during the procedure that the sheath did not break appropriately. Additionally, the wrench provided in the kit packaged with the implantable pulse generator (ipg) was unable to tighten set screws. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.